Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and the blood glucose results were "more than 400 mg/dl". The patient called back on (B)(6) 2018 and reported that he went to the hospital on (B)(6) 2018. The patient's blood glucose level was still elevated from the infusion device not delivering the correct amount of insulin. The patient was treated with insulin at the hospital. The blood glucose results at the hospital were not provided. The patient was currently still in the hospital and will be there for around 14 days altogether. The infusion device was requested to be returned for product evaluation.